Manufacturer narrative:
System analysis/service repair on september 01, 2017: the reported issue of "unit will not connect with fibers attached to it" was confirmed and found a gold contact from fiber stuck in fiber port. The fiber port was cleaned and tested. No error code was found.

Event description:
It was reported during bph procedure; fiber could not connect to console was noted. The physician requested to open second fiber and same issue was observed. The procedure was not completed due to this event. Patient outcome: "ok" reported. No injury to patient was reported.